Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the homechoice return instrument test/evaluation (rite) electrical test but failed the rite functional test due to timeout during drain 1. The assignable cause of the reported problem was determined to be compressor malfunction. Baxter will continue to monitor similar reports to determine if further actions are required.